Manufacturer narrative:
Evaluation summary: there is no alleged product deficiency. Patient experienced a fall in (B)(6), 2010, that resulted in a periprosthetic femur fracture; with a subsequent decision to replace the articular surface. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be re-opened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the patient was revised due to a fall resulting in a periprosthetic fracture, loosening, and pain.